Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe it was noticed that the needle was outside the package.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe it was noticed that the needle was outside the package.

Manufacturer narrative:
Investigation summary: customer returned a photo of a 1cc syringe in a blister pack. Customer states that the needle comes outside the package. The photo was examined and exhibited the syringe with the cannula through the shield, exposing the cannula. A review of the device history record was completed for batch# 6076775. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root causes for needle through shield include: manufacturing process: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production.